Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a colectomy. It was informed the ptfe pad was separated. And it was also informed the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00899 to provide additional information. It was reported that the subject device was not returned to olympus medical systems corp. (Omsc) since the subject device was discarded by the user on (B)(6) 2015. Therefore omsc could not evaluate the device. The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 6 month from the date of event. The exact cause of this issue can't be conclusively determined. But based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resultin various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.